Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l66534), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery, it was observed that the guidewire 12 inch sterile device snapped off inside the patient's knee while inserting the screw/sheath. According to the report, the wire could not be removed once the screw was inserted, and as a result of pulling on the wire, it snapped and left 3cm of guidewire inside the knee. The remaining wire was able to be removed from another portal. The procedure was completed successfully with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.